Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Additionally, it was reported that customer received a minimum fill notification. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose was 300 mg/dl.